Event description:
Reportedly, when an attempt was made to connect a difibrillator to the pt in full arrest, a combination electrode would not attach to one of the device defibrillation cable ends. The defibrillator could not be utilized as a result. The pt was not resuscitated.